Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after performing a full reset of the ilet pump earlier that day and consuming a breakfast with a smoothie, banana, and apple, with the device reportedly announcing the meal and displaying a high blood glucose reading; the user attributed the issue to post-reset adaptation and had completed a full supply change the prior day. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no alarms, and no hospitalization. Investigation included troubleshooting and education regarding expected post-reset insulin adaptation. Investigation of this case revealed no device alerts or malfunctions and no confirmed component failure, with the event consistent with hyperglycemia of unclear cause following system reset and meal intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.